Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated.

Event description:
Facility reports power shuts down on device when in use. Issue was discovered during device testing and was not used during procedure. No patient involvement.

Event description:
This is 1 of 1 report for complaint (B)(4).